Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1423 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted (B)(6) 2019 secured with securacath. Staff noted leaking in front of hub when flushed ((B)(6)19). Both lumens reported to be sluggish and or blocked. Required trouble shooting by ward staff during dwell time of the device. There was no reported patient injury.

Event description:
It was reported that a PICC was inserted (B)(6) 2019. Secured with securacath. Staff noted leaking in front of hub when flushed (B)(6) 2019). Both lumens reported to be sluggish and or blocked. Required trouble shooting by ward staff during dwell time of the device. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed a small longitudinal split in the catheter just distal to the molded joint. The edges of the split were observed to be slightly rounded and curved inward, and the surfaces of the split were observed to be rough. The corners of the split were observed to be curved. The split was observed to be shorter in length when viewed from the interior of the catheter, suggesting the damage originated from outside the catheter. Whitening of the catheter material was observed at the corners of the split when it was pulled open slightly. No damage was observed opposite the split; however, an indentation was observed in the catheter tubing in this area. While the exact cause of the observed split is unknown, possible causes include mechanical damage from an instrument or other outside source during use and damage during manufacturing. The investigation has been forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿PICC leaking in front of hub when flushed¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab it was concluded that a longitudinal split was found between molded bifurcation and shaft tubing. This kind of damage could be caused during the manufacturing process, however 100 % leak test is performed in all devices before final release. In the other hand, risks of cutting / pinching catheter could be caused during clinical procedures taking in consideration the condition of the received sample. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. A lot history review (lhr) of recz1423 showed no other similar product complaint(s) from this lot number.